Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed failure analysis investigation. The instrument exhibited a broken pitch cable at the distal clevis hub. The broken pitch cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however; the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported during a da vinci assisted surgical procedure, the surgeon had no control of the permanent cautery hook instrument. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.